Manufacturer narrative:
Added information to h.6 type of investigation and investigation findings. Corrected the information in h.6 investigation conclusions. No product was returned to edwards for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided showing the balloon burst longitudinally and radially. The atrion device was attached to the 3-way stopcock and the balloon port was filled with blood. The burst extended the entire working length. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst was confirmed through the provided device photo. However, without a returned device, engineering was unable to perform further evaluation. Therefore, a potential manufacturing non-conformance was unable to be confirmed. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As reported in the cer, the patient annulus and root were severely calcified. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). It should be noted that these mitigations are still in place. Available information suggested that patient factor (annulus severe calcification) contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system balloon burst during valve deployment. There was no injury to the patient and no regurgitation noted. The valve was deployed with excellent results. The devices were able to be successfully withdrawn without incident. There was nominal volume in the balloon. The delivery system is not available for evaluation, but photos of the device will be provided. The patient's annulus and root were very calcified.